Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 cubie was failed. A field service engineer (fse) arrived onsite, completed the security check, and proceeded to the pharmacy area. The fse waited until an escort was available and then accessed the unit with the reported pocket issue. The fse found no active failures at the station, removed the drawer from the main station chassis, inspected the rear components, and reseated all cable connections. The fse reinstalled the drawer, reconnected the pyxis bus cable, restarted the station, accessed administrative mode during startup, and successfully completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies in drawer 1.1 kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.